Event description:
Lay gyn procedure - "as per other (B)(4) form. Surgeon could not get diathermy to work using epix laparoscopic dissector changed dissector, changed cable 3 times, changed valleylab machine 3 times. Tried reusable dissect had to convert to open procedure to control bleeding." Patient status - "normal."

Manufacturer narrative:
Investigation summary: three event units, one pair of laparoscopic scissors and two laparoscopic dissectors, were returned for evaluation. Upon inspection, engineering found that the units met specifications. No damage was noted to the units. Engineering found that the electrosurgical posts of the devices are able to connect to the valleylab monopolar connector and electrical continuity was confirmed. An in-house diagnostic test conducted by the hospital's medical physics team concluded that the units performed with intermittent continuity; however, this was unable to be confirmed through applied medical's testing. All epix laparoscopic scissors and dissectors undergo 100% visual inspection during the manufacturing process. The root cause of your experience may be due to non-optimal attachment between the cord used in the procedure and electrosurgical post. The instructions for use (IFU) warn, "ensure that the electrosurgical post connections are securely attached." Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.